Manufacturer narrative:
B3, d6a/b: dates not known. Best estimate unable to be provided as year not known. As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed at this time. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced exposed vaginal mesh, urinary tract infection, fever, infection consisting of escherichia coli and wound breakdown.

Manufacturer narrative:
Correction: h6 (part 2). Medical device problem code: removed a24 as no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed at this time. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device additionally experienced vaginal yeast infection, bacterial vaginosis, urinary tract infection with hematuria, bladder spasms, dysuria, urinary frequency, states sling has been actively eroding through/coming out of vagina. Vaginal atrophy. Cystoscopy ¿ normal, trapping of urine due to very narrow introitus. Recurrent stress urinary incontinence, fever, vaginal closure has fallen apart, now with (1 x 2 cm) area of fascial sling exposure, vaginal wall is eroded with wound breakdown, bad odor at times, suprapubic tenderness. Vaginal closure has fallen apart with (2 cm) area of fascial sling exposure with palpable sutures.

Manufacturer narrative:
B3, d6a/b: dates not known. Best estimate unable to be provided as year not known. As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed at this time. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced erosion, bleeding, infections, bladder leakage, vaginal pain, vaginal scarring, dyspareunia, recurrence [incontinence], urinary urgency, incontinence, physical deformity, and difficulty with daily activities. The device was surgically removed.